Manufacturer narrative:
Correction: unique device identifier (UDI)# omit : b21 type of investigation not yet determined, c21 - results pending completion of investigation, d16 conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint that the pump module was turning off and restarting on its own was not confirmed during the review of the device logs or replicated during laboratory testing. Rate accuracy testing was performed on the incident pump module. The device was found to be delivering fluid in specification; as well as no issues noted. The pump module event log contains limited information about the programming of the device and does not contain drug information. Based on the review of the pump module event log, on july 21, 2024, at 7:24 am, an infusion was programmed suspected to be the reported insulin infusion with a rate of 3.6ml/hr and a volume to be infused (vtbi) of 90ml. At 8:46 am, the pump module alarmed door open and three (3) minutes later the pump module was channeled off by the user. A review of the pump module error log could not be performed. The system had to error log to download. There was no evidence from the review of the log or during laboratory testing that the incident pump module was turning off and restarting on its own. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report that the pump module was turning off and restarting on its own was not determined. Review of the returned device logs confirmed that the device was powered off by the user. Note that imdrf annex a0401, a1801, a0404, c07, c0601, c23, c070606, d15, d01,d02, d11, and g02017, g04037, g04067, g0301201 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported by the customer that hospital staff came in to sign off on insulin when a nurse noticed that the patient's insulin pump module was turning off and restarting on its own. The patient's blood sugar was rechecked, and a new pump and module was ordered. There was patient involvement but no harm. Although requested no additional information will be provided by the customer.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that hospital staff came in to sign off on insulin when a nurse noticed that the patient's insulin pump module was turning off and restarting on its own. The patient's blood sugar was rechecked, and a new pump and module was ordered. There was patient involvement but no harm. Although requested no additional information will be provided by the customer.